Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: null batch/lot number: 113272006 model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient did not experience any additional adverse events and was reported to be good after the surgery. No more information available at the moment. Should additional information become available, it will be provided. Product investigation was completed. During analysis no leaks nor damage were identified on the preconnected cylinders and pump. The reported failure was not confirmed. However, a leak in the shell adapter junction due to wear and fatigue from the reservoir was found. The reported inflation issue was confirmed. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 720185-01, batch/lot number: 113272006 model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient did not experience any additional adverse events and was reported to be good after the surgery. No more information available at the moment. Should additional information become available, it will be provided.